Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had error c-00. An intuitive surgical, inc. (Isi) technical support engineer reviewed and confirmed several errors c-33 in the error logs. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.